Event description:
After the hydrelle injection the pt felt warm pain, swelling and redness, aspiration performed for abscess and cyst. Hospitalized for two days for draining of multiple abscesses.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.